Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having phlegm in throat, persistent cough, barely able to talk some days, gravelly voice, and wheezing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was no evidence of contamination. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.